Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiopulmonary arrest during dialysis and expired. These claims were allegedly caused by the product which was administered to the pt for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.